Manufacturer narrative:
(B)(4). Clinical imaging review: imaging of this case was reviewed by outside professional clinical review. The impression gathered was: per complaint report, the filter was placed for existing pulmonary embolism . This alone does not meet the acr/sir 1 appropriate indication for filter placement, however, given the chest computed tomography (CT) findings , patient likely had significant respiratory compromise and fear of additional pulmonary embolic burden, from the positive lower extremity ultrasound , would be detrimental for the patient. That would be an acr/sir 1 appropriate indication. CT scan of the chest, pe protocol demonstrates bilateral pulmonary emboli as well as large bilateral pleural effusions resulting in complete atelectasis of both lower lobes. There is no evidence of right heart strain on the CT. Ultrasound performed on same-day as CT scan demonstrates fairly extensive non-occlusive thrombus throughout the right common femoral and superficial femoral veins . Venogram and x-rays from time of ivc filter placement demonstrate incidental finding of may-thurner type anatomy with compression of the central left iliac vein. The filter was deployed in an infrarenal location, and in reference to the central line of the vena cava there was no significant 2 tilt present. In the complaint report, the core lab describes the angle of the filter tilt on the ap view as 21.1°, however, this is measured in reference to the posterior spinous processes of the l3 and l4 vertebral body, which do not mirror the course of the ivc on the venogram , and results in a gross overestimation. On the lateral view the anterior tilt also measures between 24 and 30°, in reference to the anterior margins of the vertebral bodies. Given the degree of degenerative changes and scoliosis that is present, one can assume the anterior margins of the vertebral bodies also do not mirror the course of the ivc, and this calculated angle is also likely inaccurate, as it was on the ap projection. Without some form of cross-sectional imaging of the abdomen or a lateral venogram, the true anterior-posterior tilt of the ivc filter is impossible to determine. In addition, 3 of the primary legs appear somewhat clustered towards the left aspect of the ivc on the ap projection, but appear well distributed on the lateral radiograph. This clustered appearance is likely projectional and should not decrease the efficacy of the filter. Investigation - evaluation: a review of the complaint history, device history record, and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. There is nothing to indicate that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Filter tilt is a known risk in relation to filter implant, it is reported in the published scientific literature and may occur during placement or during implanting period. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
(B)(6) study ((B)(4)). It was reported from a (B)(6) study that a (B)(6) year male underwent a filter placement. The inferior vena cava (ivc) diameter at the intended filter location was 21 mm. The ivc had an anatomic anomaly (tapered appearance) and there was no presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 20.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.8 degrees. The patient remains in the (B)(6) study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(4). It was reported from a clinical study that a (B)(6) male underwent a filter placement. The inferior vena cava (ivc) diameter at the intended filter location was 21 mm. The ivc had an anatomic anomaly (tapered appearance) and there was no presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 20.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.8 degrees. The patient remains in the clinical study and no other device related adverse events have been reported.